Manufacturer narrative:
During failure analysis, the reported event could not be duplicated because, the device had no power. However, the motor was corroded. Corrosion damage to the motor can lead to high impedance at the analog ground pin; this may cause an intermittent contact resulting in the device running without activation. The device was repaired and returned to the customer.

Event description:
The micro drill was sent in for eval because, it was running on its own without activation. The event occurred during routine maintenance testing. No adverse consequence was associated with the event.